Event description:
Subsequent to the previously submitted medwatch, additional information was received: the first proglide marker lumen was successfully flushed prior to use.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices with a 6f sheath after a left lower extremity angiogram and interventional procedure. Reportedly, there was no blood flow coming from the marker lumen of the first proglide device when it was positioned in the vessel. An attempt was made with another proglide device; however, the suture trimmer was unable to properly slide on the suture rail making it difficult to advance the knot. The knot was advanced with the snare knot pusher; however, proper hemostasis was not achieved. The knot may not have been able to advance close enough to close off the arteriotomy as blood flow was still significant. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.